Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a burn-like irritation under the rear therapy pads. The patient was given a prescription cream from a physician. The patient was also given a new electrode belt. Follow-up indicated that the rash had healed.